Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the ins was no longer working and no longer is charged. The hcp did indicated that the implantable neuro stimulator recharger cannot charge. Patient was redirected to health care professional (hcp) to follow up regarding device not working. No patient symptoms or complications were reported in this event.